Event description:
It was reported that as soon as the intra-aortic balloon was placed in the pt, blood was noted entering the helium tubing. The intra-aortic balloon removed and replaced without any complications.